Event description:
It was reported that during a coronary stent procedure of a pre dilated lesion, resistance was felt while advancing the delivery/stent device over the wire. The delivery/stent device was advanced out of the guide catheter to a shepherd's crook take off. As the physician advanced over the top portion of the bend, the stent was "hanging off" the distal end of the balloon and dislodged in the rca. The stent was retrieved with a snare. Pt status is listed as "okay".